Event description:
This is report 2 of 2 for this event. This is a report of a patient who experienced peritonitis. On the same day, the patient was hospitalized. On an unknown day, the treatment for the event included vancomycin and fortz (frequency and dosage not reported). One month after the on set, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l07031 and h13a08048. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).